Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter found inside the tube before use. There was no reported impact to patients.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter found inside the tube before use. There was no reported impact to patients.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.